Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 4 an air detected in cassette warning was encountered. Patient did not find any leak, but at treatment complete the patient found fluid in the pump module area of the cycler. In a follow up with the patient's pdrn, it was verified that the patient did not have any kind of harm, adverse event or intervention due to the leak. The patient has, since the leak, received a new cycler and is able to carry out treatments without issues. The cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 4 an air detected in cassette warning was encountered. Patient did not find any leak, but at treatment complete the patient found fluid in the pump module area of the cycler. In a follow up with the patient's pdrn, it was verified that the patient did not have any kind of harm, adverse event or intervention due to the leak. The patient has, since the leak, received a new cycler and is able to carry out treatments without issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.